Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-10. H6: investigation summary customer returned (2) 32gx4mm bd pen needles without tear drop labels or inner shields attached. The consumer reported, when priming, no insulin flows. Both returned pen needles were examined, and it was observed that both exhibited a bent non-patient end (npe) cannula. Customer returned (4) open 32gx4mm bd pen needles without inner shields attached from lot# 0294458. The consumer reported, when priming, no insulin flows. All 4 returned pen needles were examined, and it was observed that all 4 exhibited a bent non-patient end (npe) cannula. Customer returned (1) open 32gx4mm bd pen needle without an inner shield attached from lot# 9317875. The consumer reported, when priming, no insulin flows. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent. No evidence of manufacturing defect was observed. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think that the pen needle was clogged. Since the sample was returned after use, the probable cause of the bent npe cannula can be traced to the user. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The npe cannula was bent after the user handled the pen needle. H3 other text : see h10.

Event description:
It was reported that 1 bd pen ndl 32g 4mm hp was unable to prime. The following information was provided by the initial reporter : the consumer reported that when priming no insulin flows. Date of event : unknown; samples : yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 32g 4mm hp was unable to prime. The following information was provided by the initial reporter :   the consumer reported that when priming no insulin flows. Date of event : unknown. Samples : yes.